Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issues were verified, however the alleged settings and fill estimate issue could not be verified.

Event description:
It was reported that an intermittent malfunction alarms occurred and that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and reportedly continued to use pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.